Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection and had his entire system removed. The type of infection was unknown and an antibiotic treatment was stated to have been necessary. Additional information reported the patient had some sort of allergic reaction or infection. The patient was noted to have had problems with the surgery site probably 4 weeks post-implant. The patient had gone in with severe pains in his back and torso area 2 weeks after his 2 week follow-up appointment. An MRI was done and found the patient had 2 massive pocket abrasions underneath the ¿skin-puss pocket.¿ the system was explanted on (B)(6) 2014. It was noted that the patient wanted to return the equipment. Follow-up found the patient had been put on bactrim but the healthcare provider (hcp) wasn¿t even sure if he was infected. Cultures were sent but the results were unknown. The hcp had never seen anything like what the patient had. It was described like a ton of air pockets everywhere. It was noted that the hcp would update the manufacturer representative as needed. Further follow-up was performed to determine what the results of the culture were and if the patient recovered. This event will be updated if additional information is received.